Event description:
Could not stretch or bend the knee/could not move nor stretch the knee [joint range of motion decreased] . Puncture was made to remove liquid from his knee [knee effusion] . Felt a lot of pain [knee pain] . Knee swelling [knee swelling] . Did not sleep [sleep difficult] . Cloudy liquid was removed from knee [synovial fluid analysis abnormal]. He was bad [feeling bad] . Case narrative: this case is linked to (B)(4) (same patient). Initial information received on 01-oct-2019 from brazil regarding an unsolicited valid serious case received from patient via call center. This case involves a 61 years old male patient (178 cm and 77 kg) who experienced puncture was made to remove liquid from his knee, felt a lot of pain, knee swelling, did not sleep, could not stretch or bend the knee/could not move nor stretch the knee and cloudy liquid was removed from knee (latency: 1 day for all events), he was bad (latency: unknown) while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The concurrent conditions include insulin resistant, hyperthyroidism and pressure. On an unknown date in 2019, around 6 months before, the patient received the first application of synvisc one medication at his knee, in a clinic, and he felt well. Before using it, the patient just had a little bit of water removed from the knee, however, everything was well. The patient had ongoing hyperthyroidism, insulin resistance and pressure. Concomitant medications included metformin (glifage) for diabetes; levothyroxine sodium (puran t4) for hyperthyroidism; valsartan (diovan) for arterial pressure; clonazepam to sleep; caffeine, carisoprodol, diclofenac sodium, paracetamol (tandriflan) for pain; and tramadol hydrochloride (tramal) for pain. On (B)(6) 2019, the patient had second application of hylan g-f 20, sodium hyaluronate (2 ml / injectable solution), dosage unknown once via intra-articular route (lot - 8rsl050c and expiration date: unknown) for degenerative arthrosis. On the (B)(6) 2019, 1 day after second application of hylan g-f 20, sodium hyaluronate, the patient felt a lot of pain, had knee swelling, did not sleep and could not stretch, bend or move the knee. The patient went to the hospital and received a medication for pain. On (B)(6) 2019, a puncture was made to remove liquid from his knee and a cloudy liquid was removed. It was reported that the application of hylan g-f 20, sodium hyaluronate (synvisc one) was made on one side of the knee and the puncture was made in the other side of the knee in regards of right knee. The patient wanted to know if the liquid removed the medication and if he had lost this application. Due to that, the patient was using crutch. It was reported that the patient was well before receiving this application and, after he received the application (in the interval of one year, from the last one received), the patient was bad. The events of lot of pain, knee swelling, puncture was made to remove liquid from his knee and could not stretch or bend the knee/ could not move nor stretch the knee were assessed as serious due to disability. The package was sealed when the reporter received it and full product was used by the patient. The patient had been accompanied by a japanese physician who prescribed vortix phytotherapic for a month. Action taken- not applicable for all events. Corrective treatment- unspecified medication for pain, puncture was made to remove liquid from his knee; crutch use for felt a lot of pain, knee swelling, puncture was made to remove liquid from his knee and could not stretch or bend the knee/could not move nor stretch the knee; not reported for other events the patient outcome is reported as not recovered / not resolved for knee swelling, as recovering / resolving for did not sleep, could not stretch or bend the knee/could not move nor stretch the knee, felt a lot of pain, unknown for puncture was made to remove liquid from his knee, cloudy liquid was removed from knee, he was bad. A product technical complaint was initiated and results were pending for the same. Additional information was received on 16-oct-2019 from non-healthcare professional (patient). Event added for he was bad. Event verbatim updated for could not stretch or bend the knee/could not move nor stretch the knee. Medical history updated. Clinical course was updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company follow up comment dated (B)(6) 2019: the follow up information does not change the previous assessment of the case. This case concerns a male patient who experienced important pain, knee swelling and joint effusion leading to arthrocentesis one day after the second injection of synvisc-one for degenerative arthrosis ( the first injection was done 6 months earlier). The patient was not able to stretch or bend the knee and had to use crutches. The patient received pain killers nos. The knee swelling was ongoing at the time of this report and the other aes were recovering. Based on chronology, the role of synvisc-one on the occurrence of the reported aes cannot be excluded. However, further information on the status of the knee before injection and the technique of injection are necessary for a proper assessment of this case.

Event description:
Could not stretch or bend the knee/could not move nor stretch the knee [joint range of motion decreased] . Puncture was made to remove liquid from his knee [knee effusion] . Felt a lot of pain [knee pain] . Knee swelling [knee swelling] . Did not sleep [sleep difficult] . Cloudy liquid was removed from knee [synovial fluid analysis abnormal] . He was bad [feeling bad] . Case narrative: this case was linked to (B)(4).(same patient). Initial information received on 01-oct-2019 from brazil regarding an unsolicited valid serious case received from patient via call center. This case involves a 61 years old male patient (178 cm and 77 kg) who experienced puncture was made to remove liquid from his knee, felt a lot of pain, knee swelling, did not sleep, could not stretch or bend the knee/could not move nor stretch the knee and cloudy liquid was removed from knee (latency: 1 day for all events), he was bad (latency: unknown) while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The concurrent conditions include insulin resistant, hyperthyroidism and pressure. On an unknown date in 2019, around 6 months before, the patient received the first application of synvisc one medication at his knee, in a clinic, and he felt well. Before using it, the patient just had a little bit of water removed from the knee, however, everything was well. The patient had ongoing hyperthyroidism, insulin resistance and pressure. Concomitant medications included metformin (glifage) for diabetes; levothyroxine sodium (puran t4) for hyperthyroidism; valsartan (diovan) for arterial pressure; clonazepam to sleep; caffeine, carisoprodol, diclofenac sodium, paracetamol (tandriflan) for pain; and tramadol hydrochloride (tramal) for pain. On (B)(6) 2019, the patient had second application of hylan g-f 20, sodium hyaluronate (2ml / injectable solution), dosage unknown once via intra-articular route (lot - 8rsl050c and expiration date: jul-2021) for degenerative arthrosis. On the (B)(6) 2019, 1 day after second application of hylan g-f 2f0, sodium hyaluronate, the patient felt a lot of pain with knee swelling, and could not stretch, bend or move the knee. The patient did not sleep. The patient went to the hospital and received a medication for pain. On (B)(6) 2019,, a puncture was made to remove liquid from his knee and a cloudy liquid was removed. It was reported that the application of hylan g-f 20, sodium hyaluronate (synvisc one) was made on one side of the knee and the puncture was made in the other side of the knee in regards of right knee. The patient wanted to know if the liquid removed the medication and if he had lost this application. Due to that, the patient was using crutch. It was reported that the patient was well before receiving this application and, after he received the application (in the interval of one year, from the last one received), the patient was bad. The events of lot of pain, knee swelling, puncture was made to remove liquid from his knee and could not stretch or bend the knee/ could not move nor stretch the knee were assessed as serious due to disability. The package was sealed when the reporter received it and full product was used by the patient. The patient had been accompanied by a japanese physician who prescribed vortix phytotherapic for a month. Action taken: not applicable for all events. Corrective treatment- unspecified medication for pain, puncture was made to remove liquid from his knee; crutch use for felt a lot of pain, knee swelling, puncture was made to remove liquid from his knee and could not stretch or bend the knee/could not move nor stretch the knee; not reported for other events outcome: not recovered / not resolved for knee swelling, as recovering / resolving for did not sleep, could not stretch or bend the knee/could not move nor stretch the knee, felt a lot of pain, unknown for puncture was made to remove liquid from his knee; cloudy liquid was removed from knee; he was bad. A product technical complaint was initiated on (B)(6) 2019, for synvisc-one. Batch number: 8rsl050c global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl050c expiration date (2021-07) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the batch record review & frequency analysis for lot 8rsl050c, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 01-nov-19 there was 1 complaint on file for lot# 8rsl050 and all related sub-lots. 1 complaint was on file for lot# 8rsl050c: (1) adverse event. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019. Additional information was received on 16-oct-2019 from patient. Event added for he was bad. Event verbatim updated for could not stretch or bend the knee/could not move nor stretch the knee. Medical history updated. Clinical course was updated. Text amended accordingly. Additional information received on 01-nov-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Could not stretch or bend the knee [joint range of motion decreased]. Puncture was made to remove liquid from his knee [knee effusion]. Felt a lot of pain [knee pain]. Knee swelling [knee swelling]. Did not sleep [sleep difficult] . Cloudy liquid was removed from knee [synovial fluid analysis abnormal] . Case narrative: this case is linked to cases (B)(4). Initial information received on 01-oct-2019 from (B)(6) regarding an unsolicited valid serious case received from patient via call center. This case involves a (B)(6) male patient ((B)(6)) who experienced puncture was made to remove liquid from his knee, felt a lot of pain, knee swelling, did not sleep, could not stretch or bend the knee and cloudy liquid was removed from knee (latency: 1 day for all events), while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2019, around 6 months before, the patient received the first application of synvisc one medication at his knee, in a clinic, and he felt well. Concomitant medications included metformin (glifage) for diabetes; levothyroxine sodium (puran t4) for hyperthyroidism; valsartan (diovan) for pressure; clonazepam to sleep; caffeine, carisoprodol, diclofenac sodium, paracetamol (tandriflan) for pain; and tramadol hydrochloride (tramal) for pain. On (B)(6) 2019, the patient had second application of hylan g-f 20, sodium hyaluronate (2 ml / injectable solution), dosage unknown once via intra-articular route (lot - 8rsl050c) for degenerative arthrosis. On the next day, 1 day after second application of hylan g-f 20, sodium hyaluronate, the patient felt a lot of pain, had knee swelling, did not sleep and could not stretch or bend the knee. The patient went to the hospital and received a medication for pain. On (B)(6) 2019, a puncture was made to remove liquid from his knee and a cloudy liquid was removed. The patient wanted to know if the liquid removed the medication and if he had lost this application. Due to that, the patient was using crutch. The events of felt a lot of pain, knee swelling, puncture was made to remove liquid from his knee and could not stretch or bend the knee were assessed as serious due to disability. The package was sealed when the reporter received it and full product was used by the patient. Action taken- not applicable for all events. Corrective treatment- unspecified medication for pain, puncture was made to remove liquid from his knee; crutch use for felt a lot of pain, knee swelling, puncture was made to remove liquid from his knee and could not stretch or bend the knee; not reported for other events. The patient outcome is reported as not recovered / not resolved for knee swelling, as recovering / resolving for did not sleep, could not stretch or bend the knee, felt a lot of pain, unknown for puncture was made to remove liquid from his knee, cloudy liquid was removed from knee. A product technical complaint was initiated and results were pending for the same.